Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4). A medtronic representative went to the site to test and service the equipment. The em interface box was replaced. The navigation system then passed the system checkout and was found to be fully functional. The em interface box was returned to medtronic for further evaluation. The interface was tested and found to not function on ports 1, 3 and 5. When a tool was plugged into these ports, there was no change to the leds. Ports 2, 4 and 6 were functioning as expected. Analysis determined there was an electrical failure with the returned em interface box. This issue was documented in a medtronic navigation hardware anomaly tracking database. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the odd number ports were not tracking on the electromagnetic (em) interface box. A medtronic representative hooked up another em interface box to the system and it worked without issue. There was no patient involvement.